Event description:
It was reported that the patient was presented at the clinic for a scheduled follow-up. Interrogation of the patient's implantable cardiac monitor revealed post-sensed t-wave oversensing. Programming changes were made to resolve the oversensing. The patient was in stable condition.